Event description:
The customer reported that the vessel sealing of the device was not complete. There was evidence of activation but it is unk if an end tone or regrasp alarm was heard. A second device was opened and worked properly. There was no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.